Event description:
Pt had 2 IV's. Noted both IV's to be out. One was noted to be leaking. Both IV's removed. Went to start a new IV using b braun 24 gauge x 3/4" safety IV catheter. IV noted to be leaking. Pulled catheter and flushed. Noticed that it was leaking between the catheter and the actual hub. Attempted to restart IV and same problem occurred. Checked the lot and reference numbers for the two IV's that were attempted and noted that they were both the same. Contacted vendor, catheters saved to be returned to MFR for eval, and b braun 24 gauge x 3/4" introcan safety IV catheters with affected lot numbers removed from use.